Event description:
It was reported that the device was explanted after implant duration of zero days, due to suture looping. No other details were provided. Information learned per response from surgeon.

Manufacturer narrative:
Device not returned.